Event description:
As per report from the edward's territory manager, 13 months post implant of a 26mm sapien 3 (s3) valve in the aortic annulus, the valve was explanted due to high gradient and thrombus. The patient was reported to be in stable condition. Per additional medical records received, following the tavr procedure the patient did well for the first 3 months while on anti-coagulation medication. An echocardiogram done approximately 4 months post tavr, demonstrated a mean gradient of 9 mmhg. After 3 months, the anticoagulation was discontinued, and the patient had a sudden change in symptomatology, with recurrent lower extremity swelling and significant dyspnea on exertion. An echocardiogram done a month later had markedly elevated velocity and gradient. Anticoagulation was restarted and the gradient initially improved although symptomatically the patient continued to feel poorly compared to the marked improvement noted right after valve implantation. The patient continued to be treated with eliquis regularly. Approximately one year and one month post tavr, the patient was admitted to treat the prosthetic valve thrombosis refractory to anticoagulation with recurrent, severe aortic stenosis and acute-on-chronic diastolic heart that prompted reoperation. Preoperative tee demonstrated a 5.5 m/s velocity with a mean gradient 76mmhg, well-seated valve without perivalvular regurgitation. The leaflets appear thickened with decreased excursion.  The s3 valve had chronic thrombus at the base of all 3 cusps which severely restricted leaflet motion. Per the surgeon findings, the non-coronary sinus was completely obliterated and there was significant reduction in the left coronary sinus with thrombus there as well. A heavily calcified type I bicuspid valve was excised after explantation of the s3 valve. A 25mm non-edwards surgical bioprosthesis was implanted. Postoperative tee demonstrated a well-seated bioprosthetic valve with no perivalvular leakage or aortic insufficiency and a mean gradient of 11mmhg. The post-operative course was uneventful, and the patient was discharged to a skilled nursing facility on post-operative day 6.

Manufacturer narrative:
The following report fields have been updated due to additional information received through medical records: b5, b7, g4, h2, and h6. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the prosthetic valve thrombosis cannot be confirmed. However, investigation results suggest that patient factors (history of ckd stage) may have contributed to this event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
UDI number: ((B)(4) per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there is insufficient information to determine the cause of the prosthetic valve thrombosis. Investigational attempts requesting additional event details have not been forthcoming. It is possible that unknown patient factors may have contributed to the event.  The valve has not been returned for evaluation. However, there was no indication or allegation that a product dysfunction contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As per report from the edward's territory manager, 13 months post implant of a 26mm sapien 3 (s3) valve in the aortic annulus, the valve was explanted due to high gradient and thrombus. The patient was reported to be in stable condition. Additional information is not available at this time.